Event description:
It was reported that the 2 bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: I¿m now getting reports from other regions having issues with this needle clogging.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1340735, medical device expiration date: 30-nov-2026, device manufacture date: 06-dec-2021, medical device lot #: 2007149, medical device expiration date: 31-dec-2026, device manufacture date: 07-jan-2022, medical device lot #: 2025237, medical device expiration date: 31-dec-2026, device manufacture date: 25-jan-2022. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 8 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: I¿m now getting reports from other regions having issues with this needle clogging.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for batch number 1340735, 2025237 and 2007149. According to the sampling plan applied for product performance, these batches were accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of these batches. During the history review, one lot from batch 1340735 was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation with no sample analysis the symptom reported could not be confirmed.

Event description:
It was reported that the 8 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: I¿m now getting reports from other regions having issues with this needle clogging.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 20-dec-2022. H6: investigation summary: it was reported that the needles were clogged. To aid in the investigation, one hundred samples from lot 2025237 were provided to our quality team for investigation. Fifty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All samples expelled the solution with normal flow. A device history review was conducted for batch number 1340735, 2025237 and 2007149. According to the sampling plan applied for product performance, these batches were accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of these batches. During the history review, one lot from batch 1340735 was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.